Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event was observed during analysis. Final analysis found the outer insulation was abraded at 36.0 to 37.1 cm from connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
This reported is to advise of an event that was observed during analysis.